Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information on the result of the surface contamination test and cause of occurrence. Surface contamination test with a factory-retained sample: for the 5 lots that might be the product with the product code/lot numbers involved, since sepsis was caused by bacteria, the surface contamination test (bacteria only) was conducted with the factory-retained samples. All products were conforming. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. Based on the situation of the occurrence, this case was thought to have occurred through the following mechanism. However, since the actual device was not returned and the analysis of it could not be conducted, it was not possible to clarify the cause of the occurrence. (1) the actual device and tissue injection agent solidified in the blood vessel. (2) when attempting to remove under the condition of (1), the distal end of the actual device was fractured. Furthermore, it was not possible to determine the causal relationship between the actual device and the sepsis that caused death. However, since the actual device had passed the surface contamination test, sterility test, and endotoxin test, it was extremely unlikely that the causative microorganism had been adhered to the actual device before use.

Event description:
Terumo medical received an information that a patient was admitted to orthopedic geriatrics following a garden 4 femoral neck fracture sustained after a mechanical fall without prodrome or syncope on (B)(6) 2025. Surgical treatment was performed using total hip replacement. During the postoperative period, a hematoma of the left rectus abdominis muscle occurred, associated with bleeding from the inferior epigastric artery. This bleeding required five red blood cell transfusions, treatment with tranexamic acid (exacyl), and embolization via interventional radiology. Equipment or other device(s) used with the above product were not reported. On (B)(6) 2025, computed tomography (CT) scan of the left rectus abdominis hematoma showed bleeding from the epigastric artery. Embolization was performed by injecting histoacryl glue via a progreat microcatheter. This procedure was complicated by catheter rupture during removal, resulting in the catheter being left in place at the level of the left common and external iliac arteries. On (B)(6) 2025, broad-spectrum antibiotic therapy with piperacillin/tazobactam (tazocillin) was initiated for suspected pneumonia. On (B)(6) 2025, nosocomial bacteremia was identified through blood cultures, and antibiotic therapy was changed to daptomycin. On (B)(6) 2025, following infectious disease consultation, antibiotic therapy was switched to dalbavancin. Transthoracic echocardiography was performed due to suspected endovascular infection and/or infectious endocarditis. On (B)(6) 2025, transthoracic ultrasound was performed and concluded the presence of infectious endocarditis on a native valve, based on a suspicious additional image and the patient's general condition, which did not allow for transesophageal ultrasound confirmation. From on (B)(6) 2025, the patient's general condition deteriorated. On (B)(6) 2025, death occurred. Infection was probably related to the device left in place.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: k033583, k033913. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation of the product with the product code/lot# involved was conducted. Since lot # was unknown, the production record and the shipping inspection record could not be investigated. Complaint files from the past three years were investigated. No deviations or non-conformities related to the manufacturing process for the case involved was found. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D4: lot number: potential lots: 240909, 241011, 241024, 241025, or 241107. This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h11. The lot number of actual device was found to be one of the following: 240909, 241011, 241024, 241025, or 241107. Therefore, the history investigation of each lot was performed. Equipment trouble of the product with the involved product code/lot number: no related equipment trouble was found. No non-conforming products were found in the surface contamination test during the period in which the products with the involved lots were manufactured. No non-conforming products were found in the sterility test (bacteria challenge test). No non-conforming products were found in the endotoxin test. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. It was pointed out from the user that the fragments of the actual device were one of several possibilities of the origin of the infection of sepsis, which was the cause of the patient's death. However, since the involved device had passed the surface contamination test, sterility test, and endotoxin test, it was extremely unlikely that the causative microorganism had been adhered to the actual device before use. Therefore, the subject of reported issue for this case will be changed to "cut off". Additionally, ashitaka factory plans to perform the surface contamination test on factory-retained samples of five lots that may be of the products with the involved product code/lot number.

Event description:
Additional information was received on 02oct2025: the reported adverse event was the rupture of the microcatheter, which likely led to a bacterial infection, itself resulting in the patient's death. Based on the situation, it seemed likely that nbca (a substance similar to instant adhesive) solidified inside the blood vessel along with the catheter, necessitating its forcible removal. In embolization techniques, it is common to allow the microcatheter to become "trapped" by the glue. In such cases, we wait for a certain time (glue polymerization), which allows strong adhesion of the glue to the endothelium, preventing migration of the glue into non-target arteries. Usually, the microcatheter can be removed without rupture. In this case, the anatomical configuration likely favored rupture by concentrating stress at "pulley points" (the arteries) during traction. We cannot objectively confirm a direct link between the catheter rupture and the bacterial infection. This hypothesis was one of several possibilities considered regarding the origin of the infection. We do not believe the catheter was originally contaminated, although this remains one of the possible hypotheses. We were unable to precisely determine the cause of the bacterial infection due to insufficient data. Regarding the bacteremia infection, it was more likely that the patient's heart condition made them more susceptible to developing it, rather than it being the direct cause. It was the assumption that the infection adhered to the heart based on speculation.